Event description:
The purpose of the study was to evaluate the peri and postoperative complications of pedicle screw fixation for nontraumatic lesions and to determine risk factors of each complications. The study was conducted at 4 hospitals and included 84 consecutive patients (45 males; 39 females with a mean age of 60.1 years old. They had posterior cervical reconstruction in which cervical pedicle screws were used. The mean follow up period was 4.1 years (ranging 6-168 months). There were 7 different instrumentation systems used, include two synthes devices: axon and synapse. The other 5 devices were non-synthes parts. Some complications were due to screw misplacements. The complications documented did not specify which instrumentation system was used and therefore all will be included: axon - screw loosening (n=5); broken screw (n=4); this is report 3 of 8 for (B)(4). This report is for an unknown quantity of axon screws with an unknown part number and lot numbers.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown axon screws with unknown part and lot numbers. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.